Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available likely due to bit flip in lead impedance/battery voltage trend data. Concomitant medical products: 37713, pain stim ipg, implanted: (B)(6) 2009; 3778-45, pain stim lead x 2, implanted: (B)(6) 2009.

Event description:
It was reported that the implantable pulse generator (ipg) was interrogated and there was no battery voltage measurement available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.